Manufacturer narrative:
If additional information is received, a supplemental report will be filed at that time.

Event description:
It was reported that this right ventricular (rv) lead exhibited pace impedance measurements of greater than 3,000 ohms, noise and oversensing resulting in pacing inhibition of greater than 2 seconds. It was noted that the patient received inappropriate shocks and was admitted to the hospital. The field representative would discuss a lead revision with the physician. At this time the lead remains in service. No adverse patient effects were reported.